Event description:
Boston scientific received information that during a threshold test with this cardiac resynchronization therapy defibrillator (crt-d) the programmer had lost radio frequency telemetry at the same time the threshold test lost capture. As a result, this device dependant patient had passed out for about 30 seconds. Technical services discussed occurrence and addressed concerns the patient's family had such as electromagnetic interferences.

Manufacturer narrative:
It was later reported by the field representative that the event did not last 30 seconds, it was only 3 to 5 seconds. It was also reported that the atrial threshold was just completed with one short telemetry drop out during the test with no adverse event. The right ventricular threshold was then attempted, and during this time telemetry dropped out just around threshold. Cancel telemetry was attempted but before it completed the patient's head dropped slightly and the patient was confused. The physician was informed and the testing of the left ventricular lead was not attempted. This issue has been mitigated via software model 2868 version 1.04.

Manufacturer narrative:
No further affects were reported. Information suggests this device remains in-service. Should additional information become available, this event will be updated.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.